Manufacturer narrative:
Information reported stated: based on the information available, it cannot be determined if the alleged possible fistula formation is related to v.a.c.® therapy. Multiple attempts have been made to gather additional information, but no information as been received. Correction: based on the information available, it cannot be determined if the alleged 16 patients who suffered complications during v.a.c.® therapy treatment are related to v.a.c.® therapy. Multiple attempts have been made to gather additional information, but no information as been received.

Manufacturer narrative:
The patients included in this study were followed from 2005-2007. It is unknown when the events occurred as this information has not been provided. Based on the information available, it cannot be determined if the alleged possible fistula formation is related to v.a.c.® therapy. Multiple attempts have been made to gather additional information, but no information as been received. Device labeling, available in print and online, states: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. If a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation; clean wound more thoroughly during dressing changes; evaluate for signs and symptoms of infection and, if present, treat accordingly; change dressing often, ensuring that it is being changed at least every 48 hours; examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Maintaining a seal; for delicate periwound tissue or in areas that are difficult to dress, apply protective skin preparation and frame the wound with transparent film or hydrocolloid dressing or other appropriate barrier; position the dressing tubing on flat surfaces and away from the perineal area, bony prominences or pressure areas. Device identifier not provided.

Event description:
On nov 16 2016, the following information was received by kci after completing a review of journal article ann-mari wallin, lennart bostrom, johanna ulfvarson, carin ottosson. Negative pressure wound therapy - a descriptive study. Ostomy wound management. 2011; 57(6); 22-29 that reported there were 16 patients who suffered complications during v.a.c.® therapy treatment. The type of complications and their level of severity were not identified in the literature. On nov 23 2016, the following information was reported to kci by the co-author: a relationship of the complications and v.a.c.® therapy treatment could not be ruled out, but the co-author indicated there were other factors such as the patient's quality of life issues that could have contributed as well. No additional information is available. The co-author could not identify the type of complications or the level of severity. The unit type and serial number was not provided and is unavailable for return, therefore a device evaluation could not be performed.